Event description:
Intra-aortic balloon catheter was inserted 7/12/95 after a cardiac catheterization. Pt then had coronary artery bypass grafting. On 7/18/95, the iabp was noted not to be functioning. The balloon was noted to be leaking. The catheter was removed. The pt remained hemodynamically stable.